Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was loose and slightly inverted. The caller stated that his son is at work and the device was not available at time of call. Advised the caller to have his son contact the helpline for further troubleshooting. No further information was provided.